Event description:
It was reported that the patient complained that the male purewick is defective and that they are experiencing leaks. The patient is receiving wound care. The patient hung up during the transfer to customer service. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per follow up information received from courtney via phone on 09dec2025, it was reported that troubleshooting was done and all is well.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. (B)(6) was reviewed for this investigation. The reported event is addressed within the labeling as it state: purewicktm urine collection system setup 1. Please consult the purewicktm urine collection system instructions for use as needed. Confirm the purewicktm urine collection system, collection canister, and tubing are set up correctly. Turn the unit on, using the on/off switch. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or blockages. 2. Securely connect the drainage fitting of the purewicktm male external catheter to the open end of the collector tubing on the purewicktm urine collection system. Placement of purewicktm male external catheter 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peeloff and press the device against the skin below the base of the penis. Remove the top adhesive peeloff and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. Removal of purewicktm male external catheter 5. Gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state, and federal laws and regulations. When to replace purewicktm male external catheter 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen. (B)(4) was reviewed for this investigation. The reported event is addressed in step #9.01. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient complained that the male purewick is defective and that they are experiencing leaks. The patient is receiving wound care. The patient hung up during the transfer to customer service. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Per follow up information received from (B)(6) via phone on (B)(6) 2025, it was reported that trouble shooting was done and all is well.